Manufacturer narrative:
H3: 81 evaluation is in progress, but not yet concluded.

Event description:
It was reported that the central control monitor (ccm) display was not working. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per the manufacturer's service manager, the unit will be retained and scrapped when appropriate. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.